Event description:
The patient contacted animas on (B)(6), 2011 to report a low blood glucose (bg) of "38 mg/dl" on the morning of (B)(6) 2011. The patient reported treating the low bg with glucose tablets and food. The patient confirmed the low bg resolved with treatment. Review of pump settings revealed time/date was set incorrectly on the pump. It was noted that the patient set the time incorrectly using 24 hour mode and the time was 12 hours off. Animas customer support noted that the patient was receiving the wrong basal and I:c ratios due to incorrect time. At the time of troubleshooting, the patient confirmed the subject pump was not resetting to default date/time with battery change or pump reboot. Customer support explained 24 hour mode and advised patient to always confirm time is set correctly. This complaint is being reported because the patient obtained a blood glucose reading below 40mg/dl while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the patient confirmed setting the pump's time incorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a